Event description:
A report was received that the patient was burned during charging. The patient's skin was red and is consistent with a first degree burn. The patient did not seek any medical treatment, and is reportedly doing well.

Manufacturer narrative:
Boston scientific initiated a class ii recall of charger 1.0, as a result of patients receiving burns, while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary, because the complaint failure modes for charger 1.0 have been investigated and the associated causes has been identified. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.